Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-06284. Info provided by the pt's atty, indicted the pt alleges the following issues: the pt experienced a painful burning sensation at her ipg site while charging. She had to charge her ipg every hour and her scs system is no longer functioning. Add'l info is needed to clarify the nature of the pt's issues. Sjm was made aware of the issues on 08/29/2014, and the pt's scs system has not been evaluated by an sjm rep to verify and/or troubleshoot any of the reported issues. On 08/01/2012, st jude medical, neuromodulation division, sent field action letter to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.